Event description:
It was reported that the ilet issued an insulin occlusion alert while the user was on an infusion set with contact detach, resulting in hyperglycemia with blood glucose readings up to 330 mg/dl; the occlusion was resolved only after a complete supply change. Customer care provided support that included customer-guided troubleshooting, and follow-up verification of glucose decline. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set component, with restoration of delivery following replacement, consistent with an infusion pathway blockage. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia that trended down after the supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.